Event description:
It was reported that during a lap colon, there was an error code 3. Procedure was completed with another hand piece. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/11/2007. The handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.